Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the act button was not sensitive. The customer¿s blood glucose during the incident was unknown. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Unit had unresponsive buttons due to flattened act button dome switch. No unlocked lcd keypad connector noted.